Event description:
The pt was being dialyzed in the acute unit. She was hospitalized with sepsis and endocarditis with documented vegetation on the aortic valve. During her treatment the machine alarmed high venous pressure. While trying to return the pt's blood, she became more sob. It was noted the blood pump section of the line had doubled up on itself. The pt arrested but was resuscitated with success.